Event description:
Fatigue, immune deficiency disease, extreme hair loss, extensive psoriasis, seizures, heart palpitations, weight gain, fibromyalgia, chronic fatigue, insomnia, anxiety, depression, joint pain. Patient states she has silicon toxicity. Daughter suffered from tainted breast milk. Dr. (B)(6) unable to confirm product experience.